Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ hanaulux 2000. As it was stated, the paint was peeling. According to the initially received allegation, paint particles fell on the operating field. Additional information was requested. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
On 2nd february 2023 getinge became aware of an issue with one of our surgical lights ¿ hanaulux 2000. As it was stated, the paint was peeling. According to the initially received allegation, paint particles fell on the operating field. Additional information was requested from the customer and clarification was received confirming the defect was detected during daily checklist and no patient was involved. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b5 describe event or problem field deems required. This is based on the additional information that has been received. Previous b5 describe event or problem: on 2nd february 2023 getinge became aware of an issue with one of our surgical lights ¿ hanaulux 2000. As it was stated, the paint was peeling. According to the initially received allegation, paint particles fell on the operating field. Additional information was requested. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 2nd february 2023 getinge became aware of an issue with one of our surgical lights ¿ hanaulux 2000. As it was stated, the paint was peeling. According to the initially received allegation, paint particles fell on the operating field. Additional information was requested from the customer and clarification was received confirming the defect was detected during daily checklist and no patient was involved. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ hanaulux 2000. As it was stated, the paint was peeling. According to the initially received allegation, paint particles fell on the operating field. Additional information was requested from the customer and clarification was received confirming the defect was detected during daily checklist and no patient was involved. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Proposal for replacement with a new one was sent to the customer. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to paint chipping such a scenario could be considered as technical deficiency, and in this way the device contributed to the event. Provided information indicate if upon the event occurrence, the device was not being used for patient treatment. When reviewing similar reportable events for the same device type, over the last 5 years, there was no serious injury or worse reported. We can assume that the failure ratio of paint peeling on hlx devices is very low. A technical evaluation of paint chipping and peeling was performed by subject matter experts who stated the following. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual (en 0132102 2g, pages 14 and 22-23) includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).